Event description:
It was reported that on (B)(6) 2012 the atrial lead exhibited an auto polarity switch due to impedance less than 100 ohms. High pacing thresholds and over sensing were also noted. A lead insulation anomaly was noted. The patient experienced muscle stimulation and would be scheduled for a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).